Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date. The event date was initially estimated as (B)(6) 2021 based on available information. However, additional information indicates that the event date is 6-aug-2020. The patient noticed firmness of her breasts six weeks after the implantation date. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral grade ii capsular contracture postoperatively. The patient had her first post-operative consultation with a healthcare professional shortly after the implantation surgery, and stated that her both breasts felt hard and were sitting high. During the consultation, the patient¿s physician suggested to give sometime to see if her breasts would drop. However, sometime later, the diagnosis of bilateral capsular contracture was confirmed by the physician. As a result, the patient underwent a surgical intervention for the bilateral capsular contracture without implant removal on (B)(6) 2021. After the surgical intervention, the patient¿s symptoms were improved. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.